Event description:
Bilateral capsular contracture baker grade unknown, left side.

Event description:
Bilateral capsular contracture baker grade 4, left-side.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra will not be able to perform device analysis for this device because the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.